Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the right superficial femoral artery. The 4.0x120 mm armada 14 pta balloon ruptured on the 3rd inflation in the heavily calcified lesion at 8 atmospheres. No resistance was felt during advancement of the balloon catheter through the lesion. The balloon catheter was retracted from the patient without issue. A new non-abbott balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.